Event description:
Same case as: MDR ID#2134265-2014-06154. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, 3.mm in diameter target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5mmx10mm unspecified balloon catheter. A 2.75x24mm promus element ¿ stent delivery system (sds) was selected to treat the lesion. During advancement, the physician encountered resistance. It was noted that the distal end of the stent got damaged. The physician then attempted to advance a 2.75x32mm promus element ¿ sds to the lesion; however, this device was also unable to cross the lesion and it was noted that the distal end of the stent was damaged. The procedure was completed with a 2.75mmx24mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter was measured and was within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues note with the devices inner and markerbands. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID#2134265-2014-06154. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 24mm in length, 3.mm in diameter target lesion being treated was located in the mildly tortuous and mildly calcified right coronary artery (rca) with lesser than or equal to 45 degree bend. The lesion was predilated with a 2.5mmx10mm unspecified balloon catheter. A 2.75x24mm promus element stent delivery system (sds) was selected to treat the lesion. During advancement, the physician encountered resistance. It was noted that the distal end of the stent got damaged. The physician then attempted to advance a 2.75x32mm promus element sds to the lesion; however, this device was also unable to cross the lesion and it was noted that the distal end of the stent was damaged. The procedure was completed with a 2.75mmx24mm non-bsc stent. No patient complications were reported and the patient's status was stable.